Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc leaked the patient was treated in our hospital for "cough and sputum for 1 week, aggravated with chest pain for 2 days".on (B)(6) 2024, the nurse gave levofloxacin 0.3g IV treatment. On (B)(6) 2024, the nurse gave levofloxacin 0.3g for IV treatment. After using the indwelling needle, fluid leakage occurred. The needle was removed and replaced without any adverse effect on the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR review lot 3199639. 1 this batch of products were assembled at intima ii auto line 3 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2 review the in process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s) no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been received for analysis and confirmation, the root cause of the leakage cannot be determined.

Event description:
No additional information provided.